Manufacturer narrative:
(B)(4). The customer returned one, opened radial arterial catheter assembly for analysis. The lidstock was also included. Visual and functional analysis revealed a blockage within the needle cannula. This prevented the guide wire from passing. To observe what was causing this blockage, the cannula was cross section directly where the guide wire encountered heavy resistance. Microscopic examination of this cross section revealed what appears to be metal shards inside the needle cannula. This is likely what caused the blockage. A device history record review was performed and no relevant findings were identified. The complaint was confirmed. The observed defect appears consistent with damage that occurs due to the grinding residue process from the supplier. Non-conformance request 40012085 was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was kinked prior to use on the patient. No patient involvement reported.